Event description:
It was reported that lead fracture was observed. Noise and high impedance were also noted. Lead was explanted.

Manufacturer narrative:
The lead was returned broken in two pieces. Insulation and conductor damage was found at 18.2cm from the connector pin consistent with clavicular crush damage. The inner coil and all conductors etfe coating were fractured. This is consistent with the observation from the field of noise and high lead impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.